Manufacturer narrative:
All available information was investigated, and the results of the returned device analysis couldn¿t confirm the reported unintended movement. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, a conclusive cause for the reported unintended movement could not be determined in this incident. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve; however, the clip opened while locked when establishing final arm angle/efaa. Trouble shooting was performed, but the efaa failed again. Therefore, the cds was removed with the clip attached. It was noted that the user may have over tightened the clip in the closed direction during preparation, but this cannot be confirmed. The procedure continued with a new clip. Three clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.